Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced sudden onset of intermittent / erratic therapy starting on the night prior to this report. It was also stated that the patient experiences a tingling sensation in her right arm and hand that subsides and returns as the left implantable neurostimulator (ins) is turned off and on. The patient stated that this is a transient issue that subsides quickly and was not related to positional movement. Please see report number 3004209178-2016-23637.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.